Manufacturer narrative:
Additional codes. Health effect - clinical codes: 4868 - hemodynamic instability. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The reported abnormal pump sounds were unable to be confirmed. Furthermore, review of the submitted log files confirmed low flow events. A specific cause for the reported events could not be conclusively determined. The submitted system controller event log file contained events on (B)(6) 2025. The file captured a few transient low flow events; however, none of these low flow events persisted long enough to activate a low flow hazard alarm. Of note, pulsatility index (pi) values appeared to be elevated during the low flow events. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the electronic fu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding and hepatic dysfunction, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 1 of the IFU, ¿introduction¿, and section 6 ¿patient care and management¿, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 1 of the patient handbook, ¿introduction¿, and section 4 of the patient handbook, ¿living with the heartmate 3¿, state to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. Section 8 of the patient handbook entitled ¿handling emergencies¿ explains to ¿call your doctor right away if you notice a sudden change in how your pump is working (even if there is no alarm). Remember, you know best what is normal for you and your pump.¿ the patient handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was transferred to the hospital after experiencing a syncopal episode at another hospital. The patient was found to be hypotensive with a mean arterial pressure (maps) in the 40s and an international normalized ratio (inr) of 11 upon admission. It was noted that the patient was experiencing intermittent low flows for the past couple of days. Bedside staff was unable to get a reliable doppler map. Patient reported feeling fine, just tired. Nurse practitioner at bedside reported that the pump sounded abnormal. The patient had multiple low flows from about 0700 with elevated pulsatility index (pi) that all lasted less than 10 seconds. Their modular cable was noted to be heavily reinforced with rescue tape, but thus far has only been cosmetic damage. Log files were submitted for review and captured frequent pi events that were occurring from (B)(6) 2025 7:28:58. The event log file captured momentary low flow events on (B)(6) 2025. These events were very brief and did not generate an alarm. It was later communicated that the patient had a history of alcohol abuse and that there was concern of gastrointestinal bleeding upon admission due to bloody ostomy output. There was also some suspicion for cirrhosis given their history and mildly elevated aspartate aminotransferase (ast) and bilirubin, thrombocytopenia, and hypotension on admission.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was transferred to (B)(6) hospital after experiencing a syncopal episode at (B)(6) hospital while visiting their spouse. The patient was found to be hypotensive with a mean arterial pressure (maps) in the 40s and an international normalized ratio (inr) of 11 upon admission. It was noted that the patient was experiencing intermittent low flows for the past couple of days. Beside staff was unable to get a reliable doppler map. Patient reported feeling fine, just tired. Nurse practitioner at bedside reported that the pump sounded abnormal. The patient had multiple low flows from about 0700 with elevated pulsatility index (pi) that all lasted less than 10 seconds. Their modular cable was noted to be heavily reinforced with rescue tape, but thus far has only been cosmetic damage. Log files were submitted for review and captured frequent pi events that were occurring from (B)(6) 2025 7:28:58. The event log file captured momentary low flow events on (B)(6) 2025. These events were very brief and did not generate an alarm. It was later communicated that the patient had a history of alcohol abuse and that there was concern of gastrointestinal bleeding upon admission due to bloody ostomy output. There was also some suspicion for cirrhosis given their history and mildly elevated aspartate aminotransferase (ast) and bilirubin, thrombocytopenia, and hypotension on admission.